Manufacturer narrative:
H6 - medical device problem code 1494: off-label use (under 21 yrs of age at date of implantation) claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.7mm vicmo 13.7 implantable collamer lens of diopter -5.50 into the patients right eye (od) on (B)(6) 2023. The patient experienced an excessive vault. On (B)(6) 2024 the lens was exchanged with the same model, shorter length and the problem was resolved. The reporter indicated the cause of the event was unknown.